Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device did not turn on due to the malfunction in the battery and test load. To resolve the issue, the battery was installed, and software was updated. After the installation of battery and test load the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the malfunction in the battery and test load. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was determined that the battery and test load was installed, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the device was not turned on and monitor has a red cross with audible signal. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that a red cross is lit in the monitor and periodically an audible signal is displayed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.